Event description:
It was reported that during a procedure, the ultrasonic scalpel "teflon pad split and the device wasn't sealing." The physician had to convert to an open procedure. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation so no root cause could be determined. The packaging or labeling were not provided either so information such as lot number, manufacture date, and expiration date are all unknown. However, based on historical evidence, the splitting of the teflon pad was most likely caused by activation without tissue between the closed jaws of the device. Sss's instructions for use state: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals in depressed." "With all instruments expect the ball coagulator, use a higher generator power level for greater tissue cutting speed and a lower generator power level for greater coagulation." The reported event is not occurring more frequently or with greater severity than is usual for the device.